Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitants continued: imd49b implantable pacing lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was on alert for insulation issues. It was also reported the ra lead bipolar impedance measure 100 ohms and unipolar measured 300 ohms. The lead is scheduled for replacement. No patient complications have been reported as a result of this event.